Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, lung tissue was pinched while using a cadiere forceps instrument, causing an injury to the lung. At this time there is insufficient information to indicate the severity of the injury, or whether the patient required medical intervention due to the complication. Additional information has been requested; however, no response has been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the cadiere forceps instrument to perform failure analysis. However, as of the date of this report, the evaluation of the instrument has not been completed. A review of the site's system logs for the reported procedure date was conducted and the investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Manufacturer narrative:
Updated sections: h2, h3, h6, and h11. Device evaluation: intuitive surgical, inc. Received the cadiere forceps instrument for failure analysis. The instrument was tested on an in-house system, indicating 17 uses remaining. It successfully passed the grasping, recognition, and engagement tests, and demonstrated intuitive movement with a full range of motion in all directions. The grip tips opened and closed properly, and no physical damage was observed. No problems were detected, and the instrument was confirmed to be fully functional with no product issues identified.

Event description:
Refer to h11 for follow-up information.